Manufacturer narrative:
The allegation the leads were stuck in the header of the ipg was not confirmed. The ipg was returned with considerable damage to the header. The header assembly had been removed. The connector blocks were crushed and stuck on the leads. There were extensive tooling marks on the connector blocks. The damage observed was consistent with explant damage. The set screws were not returned. Due to the extensive damage to the header, the issue could not be analyzed.

Event description:
Reference manufacturer number: 1627487-2021-02396. It was reported that the lead tails were stuck in the ipg header during a routine ipg replacement procedure. In turn, the physician had to explant and replace both devices to address the issue. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.